Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Blood glucose was 118 mg/dl. The customer saw insulin exiting the infusion set tubing; however, did not observe insulin exiting the cartridge tubing. The customer changed out the pump supplies and no further occlusion alarms had occurred.